Event description:
It was reported that during an unknown procedure, it was observed that the metal backing plate for a few reloads stayed in the cartridge channel upon unloading of the reloads. This caused the or team to be unable to load a new reload in the device. It caused a small delay in the procedure, and caused the team to open an additional stapler. The procedure was delayed by ten minutes. The procedure was completed successfully with no adverse consequences for the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #c9e05x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with 12 gst60w reloads and 6 gst60b reloads present. The reload (b) was received fully fired, with the pan partially dislodged from the right proximal side and the reload body damaged. The reloads (c, d & e) were received fully fired with no apparent damaged. The reload (f) was received fully fired, with the pan partially dislodged from the right proximal side. The reload (g) was received fully fired, with the pan partially dislodged from the left proximal side. The reloads (h, I, j, k, l & m) were received fully fired with no apparent damaged. The reload (n) was received fully fired with no apparent damaged. The reloads (o, p & q) were received fully fired with no apparent damaged. The reload (r) was received fully fired, with the pan detached from the reload and with the reload body damaged. The reload (s) was received unfired with no apparent damage. The device was tested for functionality in the straight position with a returned reload (s) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a9703a; and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number c9e05x, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.